Event description:
It was reported that during a follow up visit, the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns about loss of capture (loc) on the left ventricular (lv) lead. The hcp noted that in a previous visit in june of this year, the patient was experiencing unwanted stimulation, and the device was reprogrammed to resolve the muscle stimulation issue. However, during this recent visit, while reviewing the device stored data, the hcp observed that the lv lead appeared to exhibit loc. Ts reviewed the presenting egm and was unable to determine lv capture. Ts discussed with the hcp and recommended the patient be scheduled for an in person visit for further crt-d system testing and evaluation. At this time, the crt-d and lv lead remain in service. No adverse patient effects were reported.